Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in a left arm fistula. The 10 x 40 mm x 75 cm gladiator balloon catheter was advanced to a previously implanted stent. Upon the first inflation the balloon ruptured and tore circumferentially. During removal a portion of the balloon material remained in the patient and was removed using a snare. The procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).